Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No unexpected reset or reset error alarm was noted. The insulin pump passed the self test and the reset test. The insulin pump had minor scratches on the display window, a cracked case near the display window corners, a broken belt clip slot and a cracked reservoir tube lip.

Event description:
It was reported that the customer had an issue with the insulin pump getting ripped off of her and it took off some of her skin. So she had reverted to manual injections. The customer stated that she was went back to using the insulin pump and received an unexpected restart alarm, an external ram error, as well as a spanish software anomaly. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.